Event description:
On november 21st, the user contacted dario to report low blood glucose (bg) readings.the user reported receiving from her dario meter low bg readings when compared to the bg readings that she received from her doctor's meter and results from her blood work. The user mentioned that she tested her bg reading while fasting and at the same time that her blood work was performed.

Manufacturer narrative:
While on the phone with dario's representative, the user mentioned that her bg reading issue occured with several strip cartridges. The user also reported receiving a bg reading of 79 mg/dl from her dario meter compared to a bg reading of 119 mg/dl from her blood work and a bg reading of 118 mg/dl from her non-dario meter, all from the same drop of blood. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for the level 1 test: control solution level 1 test results was 120 mg/dl (range 107-155 mg/dl) the user was unable to test the level 2 of the control solution, since the user's meter would no longer connect. Due to the above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.